Manufacturer narrative:
--

Event description:
Additional information was received that during the three month routine follow up visit the rv lead was found to exhibit an increase in threshold measurements and noted to be dislodged for a second time. The lead was again successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in threshold measurements, a decrease in amplitude and sensing along with a decrease in impedance measurements from 500 ohms to 300 ohms. A dislodgement was suspected. It was noted that the patient is larger in nature. A revision procedure was performed five days later where the rv lead was successfully repositioned. No additional adverse patient effects were reported.